Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, all images were lost. "The image reappears after a few instants." The anatomy of the patient was not visible on the center image when the images were lost. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event.